Event description:
It was reported the device exhibits force sensor error. No patients injury

Manufacturer narrative:
Other, other text: b3: date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. During visual inspection no damage or anomalies were observed with the device. Review of the pump event log showed that a force sensor error was previously recorded. The reported issue was confirmed during functional testing when the device was powered on and it activated a force sensor error. The issue was traced to the force sensor, which was determined to require calibration, but no root cause could be attributed for this condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device force sensor was recalibrated and preventative maintenance was performed on the device.